Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(4), ubd: 15-jan-2004, UDI#: (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving bupivacaine, baclofen, and morphine at unknown concentrations and dosages for spinal pain. On (B)(6) 2019 it was reported that the patient's catheter was broken. In 2018, the patient was not getting good pain relief so a dye study was performed. It was determined at that time that the catheter was broken. According to the patient, something was wrong with the tip of the catheter. At the time, the patient did not want the catheter replaced as they were away from home, so the pump was filled with saline. The patient noted that the pump was not working, but it was clarified that the pump was being run at minimum rate. The patient planned to have the pump and catheter replaced in the future. At the time of the report, the patient's pump was turned off with the permission of the patient's hcp and the patient underwent an MRI that was unrelated to the patient's pump or therapy. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-oct-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep) on (B)(6)2019. It was reported that the patient did not have an exact date for the event, but confirmed that it had happed around a year prior. When asked for the resolution, the patient again reported that when the dye study was done, the catheter was determined to be broken. At that time, the patient did not want to go through surgery to get the catheter fixed. The decision was made to fill the pump with pf saline and put it on minimum rate. The patient did not know their weight or the contact information for the physician managing their pump at the time of the event.